Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, failed battery test, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, unomedical. Troubleshooting was initiated for the issues insulin flow blocked alarm, battery failed alarm, charge/battery lasts less than expected. Later troubleshooting was declined by the customer. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement test and occlusion test. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of nov 22, 2024 or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 11/12/2024 19:47:00.000. With reference to the battery duration failure analysis instructions and battery duration calculation, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Failed battery test was not confirmed. Charge/battery lasts less than expected was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.